Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic mini bypass procedure, device was being fired on stomach tissue. First reload functioned normally, second reload was fired and once jaws were released the tissue stuck to the orange staple pockets. It had to be released with another instrument. Some staples were properly formed and others weren't and the staple line bled. Clips were used to reinforce the staple line and a hemostatic agent was also used (normal procedure). The gun was then used for another four reloads and these all functioned as expected. In between firings the reloads were removed with a damp swap, the gun was washed in saline and tweezers were used to remove loose staples. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.